Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer's blood glucose (bg) level was 544 mg/dl, cause was unknown. Customer delivered a correction bolus via the pump and a manual injection was administered to address bg. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.